Manufacturer narrative:
Concomitant medical products: product ID: bi71000053, serial/lot #: unknown. A representative went to the site to preform a system check out. It was reported that they replaced the fuses and found a defective plug while assisting troubleshooting. When preforming the system check out, they replaced the mobile viewing station's (mvs) power cord, and they system passed all testing. It was noted that the power plug internally shorted if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's mobile viewing station will not power on. The representative was attempting to replace the fuses, but only had 1 fuse. System is currently down. There was no patient present